Event description:
It was reported to philips that the heartstart xl defibrillator had an intermittent shock problem. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.